Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure on (B)(6) 2013, the screwdriver shaft broke. Reportedly there was no impact to the procedure and the operation was completed successfully. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Additional narrative: this device used for treatment and not diagnosis. Manufacturing documents were reviewed and no complaint related issues were found. The investigation of the complained screwdriver holding sleeve shows that one of four holding tongs broken off. Therefore the self holding mechanism is not operating anymore. Unfortunately we are not able to determine the exact cause which has lead to this occurrence. The measurable dimensions of the instrument were checked as far as possible and found to be in compliance with the technical drawings and ao asif specification. Based on these findings we conclude that the cause of the breakage is not due to any manufacturing non-conformances and we have to assume, that high applied mechanical forces caused this breakage. Neither product nor material related condition was detected. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records has been requested.